Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. The device was put through extensive testing including stress testing and troubleshoot testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 65-year-old male patient, the device displayed a "compressor fault-2001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.